Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: april 8, 2025, section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The handpiece was found with the plunger rod partially advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip and cartridge tube were deformed and damaged; stress marks were observed on the cartridge tip but were in specification for a used device. The lens module was inspected revealing no issues. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module indicating that an excessive amount of ophthalmic viscosurgical device (ovd) may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was removed from the gauze revealing that the lens was received coated in viscoelastic residue and lint. The lens was cleaned and inspected revealing damage and scratches on the lens. No further evaluation was performed. The complaint issue "stuck in cartridge" and "difficult to use" were not identified during product evaluation; however, "lens damaged" was identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was stuck in the cartridge during setting. The lens was damaged. Through follow-up, we learned that the physician experienced resistance both when pushing and turning the plunger. The device was not used and a replacement iol was implanted. The device was prepared by the physician with balanced salt solution (bss) and a small amount of ophthalmic viscosurgical device (ovd) was inserted into the cartridge. No ovd was penetrating the lens case containing the iol and the plunger was left locked after it was half rotated for a short amount of time. No further information was provided.